Event description:
It has been reported by the hospital that the patient underwent a primary hip surgery on an unknown date. Subsequently, the patient is reporting tinnitus. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision procedure has occured so no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).